Event description:
This cutter failed during a vitrectomy procedure. There was no report of pt injury and it is likely another cutter was used to complete the procedure. No add'l info has been provided.